Event description:
It was reported that the patient had loosening of the aequalis reversed ii baseplate. The patient underwent a revision surgery. The surgeon suspects a previous traumatic event; however, it was unsure, the level of compliance from the patient was low.

Manufacturer narrative:
Correction - h6 results code the reported event could be confirmed. The device was not returned but evidence was provided, based on provided images, which matches the alleged failure. Since images (from the blueprint planning report) were provided, the opinion of the medical expert was requested and stated as following: "the revision plan reveals that the baseplate of the glenoid is now positioned at a higher tilt, and there is deformation in the lower portion of the glenoid. Determining whether this deformation resulted from trauma, notching alone, or a combination of both requires a comparison with early-postoperative imaging. The primary reasons for the revision are likely the superior tilt, notching, and loosening. To identify the underlying cause (whether related to the patient, user, or both), additional information is necessary for assessment". A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information (as patient information, surgery information, additional images/x-rays ...) About the complaint event as well as the affected device must be available in order to clearly determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient had loosening of the aequalis reversed ii baseplate. The patient underwent a revision surgery. The surgeon suspects a previous traumatic event; however, it was unsure, the level of compliance from the patient was low.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition unknown.